Event description:
It has been reported to co that during the procedure, as the physician attempted to exchange the catheters, the valve of the device dislodged. The device was removed and replaced. The patient is reported as fine. Teh device is not being returned for co's analysis.